Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device started to run slowly then stopped. It was determined that the device would not accept the gauge. It was determined that the device failed for check the attachment coupling, check the off/oscillation/on switch mode, check the oscillation angle, check switching function, check the trigger and electronic control unit (ecu) function, check compatability between colibri /sbd and colibri ii /sbd ii, and check the function with epd -console. During service/repair, it was observed that there was an unknown liquid on the internal components, the gear shaft was corroded, and the coupling head was worn. The assignable root cause was determined to be due to improper cleaning methods and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before an unknown surgery, it was observed that the motor of the small battery drive device worked only in reverse and kept turning slowly when the triggers were released. It was further reported that the surgeon opened another set for the surgery. It was not reported if there were any delays to the surgical procedure. During in-house engineering evaluation, it was observed that the unit started to run slowly and then it stopped. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.